Event description:
Increasing number of incidents of unexpected movement of wheelchair requiring turning off power. Possible emi from ship to harbor radios, radio controlled targets at navy base and cb radios from commercial trucks operating at the harbor. Have had to turn off wheelchair middle of crosswalks and rptr's afriad of careening off sidewalk.